Manufacturer narrative:
On (B)(6) 2017 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. The osteotome was not returned for further evaluation. DHR review nonconforming product report/nonconforming material report history: none. Variance authorization/deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Root cause cannot be determined due to the lack of information received to perform a complete investigation. The osteotome was not returned for further evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
(B)(4) reports that during right hip revision arthroplasty procedure a piece of the lambotte osteotome broke off. The fragment was retrieved and an intra-operative x-ray of right hip obtained. The radiology attending confirmed that there were no instrument fragments retained in the right hip.